Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, the bands would not deploy onto the tissue. The ligator cap was cut off to remove the device before using another bander. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Section e: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.